Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: there are no samples and 27 photograph along with the reported complaint of multiple defects. The investigating team has used the retention samples of material number 302438 and lot number 1121609,1136652, 1156573 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for multiple defects and no multiple defects was found in the ten retention samples. The following actions are work in progress. Scale marking issue- for scale marking issue, photographs are evaluated and found that scale marking issue is caused due to double stamping of hot foil. Corrugated core on which hot foil winds if tightened leads to double stamping issue on barrel. Action- replace corrugated core by aluminum core to eliminate variability in core tightening. All the actions above will be monitored for effectiveness check for the period of 6 months and reviewed by the oqc team in the weekly oqc meeting. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 491 bd discardit¿ syringes had defective marks. The following information was provided by the initial reporter: marking defects.